Event description:
It was reported that during blood collection with bd vacutainer® push button blood collection set leakage occurred from tubing. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, blood leakage from the tubing was observed during blood collection.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by leak testing and visual examination and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated leak. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during blood collection with bd vacutainer® push button blood collection set leakage occurred from tubing. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customers report, blood leakage from the tubing was observed during blood collection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.